Event description:
On (B)(6) 2012, the patient contacted animas stating that the up arrow, down arrow, and ok keypad buttons were delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be intact; there was no evidence of peeling or tearing. The up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses with increasing force to engage; all other keypad buttons responded to user input. Evidence of contamination was found under all key contacts.